Event description:
International customer reported a reservoir readily inflated with air from a leak at the device connector. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of eight medwatch reports being submitted as eight separate devices were used. See 2210968-2007-00042, 2210968-2007-00043, 2210968-2007-00044, 2210968-2007-00045, 2210968-2007-00046, 2210968-2007-00047, 2210968-2007-00048, and 2210968-2007-00049 for all associated reports. The same pt is represented in each medwatch. The actual device associated with this event is not known. International affiliate reports the following possible products: lot 44753isp-mfg date: 8/3/2006 -exp date: 9/30/2011, lot 44820isp- mfg date: 8/18/2006 -exp date: 9/30/2011.